Event description:
The patient presented to the hospital due to right ventricular (rv) noise detection and high ventricular frequencies. The lead was explanted and during the replacement procedure, insulation damage was observed on the rv lead. The patient is stable.

Manufacturer narrative:
A visual inspection revealed external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks due to friction to device can. X-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts. The results of the investigation concluded the cause of the report noise and insulation abrasion was consistent with friction to the device can.